Manufacturer narrative:
A field service engineer (fse) emptied liquid from the vacuum accumulator and drained the micro mist separators. The fse verified vacuum met specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they were getting a flood in primary vacuum accumulator in unicel dxc 880i synchron access clinical system. A customer technical service (cts) directed customer to check canisters and customer stated the primary vacuum accumulator was full of fluid. Customer was advised to remove, clean and reinstall the canister. No injury was reported in connection with this event.